Event description:
Pt was discovered to have a reddened area on his forehead where the max-fast adhesive forehead reflectance sensor had been placed. The adhesive wrap was removed and silvadene ointment was applied.